Event description:
Follow up information received identified the reported issue has been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 to revise her scs ipg site. Reportedly, the original ipg site has soft tissue which made it difficult for the patient to charge the ipg. During the procedure the ipg site was reportedly moved downward.